Event description:
In 10/2004 it was reported that after a knee arthroscopy the pt developed some swelling of the leg, on the 5th day, received additional info stating that the swelling extended from the knee to the scrotum which extended the hospital stay by several days. There is no info of any surgical/medical intervention performed.